Event description:
Spontaneous communication. (B)(6) home health care rn reported air-in-line error keeps popping up. Home health care rn has tried restarting pump, reprogramming pump, changing supplies, repriming, but error continues. Tried to assist with air settings via manual; however unsuccessful. Pharmacy replacing device. No interruption to therapy, missed dose(s) or adverse event(s) reported due to product issue. Trouble shooting was completed and unable to resolve the issue. Device is available for return. Device serial number: (B)(6). Maintenance due date: 01/2025. No additional information available. Reported to (B)(6) by: health professional.